Event description:
Doctor reported event of "prolapse" from journal article: "reasons and outcomes of laparoscopic revisional surgery after laparoscopic adjustable gastric banding for morbid obesity", surgery for obesity and related diseases 6 (2010) 391-398. This medwatch represents the 24 patients listed in table 2 of the article who were diagnosed with "prolapse." It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
/Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."